Manufacturer narrative:
The product associated with batch 3e03608 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports about six months ago she developed a red area above the stoma under the mass. She thought it was a fungal rash and treated it for that, but it has not improved. She describes an area 1 cm x 2.5 cm that is denuded red and crusty but not bleeding. Denies any itching; no satellite lesions.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported she originally used stomahesive powder and crusted with safe and simple no sting wipe. When it did not clear up she spoke to her wound ostomy continence nurse and her physician. She has been using nystatin powder with safe and simple no sting wipe for the past two months with little or no improvement. End user reports she will consult her wound ostomy continence nurse if there is no improvement. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. . Note: the actual date of event is unk, so the date used was the date convatec became aware.